Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a hematoma from the previous surgery. The surgeon did an incision and drainage (I&d), poly swap and head exchange.